Event description:
The event occurred in the us. It was reported that during patient support the rota flow unit started to alarm, the lpm (liters per minute) visual on the screen went away just showing rpm (revolution per minute) along with dashes and the flow stopped. The hand crank was used and patient support continued at which time another rotaflow hardware unit was obtained and the rotaflow drive unit from the faulty rotaflow unit was removed and attached to the new unit and the therapy to the patient continued. No adverse patient affects were apparent. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that during patient support the rota flow unit started to alarm, the lpm (liters per minute) visual on the screen went away just showing rpm (revolution per minute) along with dashes and the flow stopped. The hand crank was used and patient support continued at which time another rotaflow hardware unit was obtained and the rotaflow drive unit from the faulty rotaflow unit was removed and attached to the new unit and the therapy to the patient continued. No adverse patient affects were apparent. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6)and during the investigation the reported failure could not be reproduced. The unit was tested over 4 hours and neither abnormalities nor any evidence of any failure or incorrect function were found. The device was put back in use. Based on these investigation results the reported failure "unknown error message - pump stop" could not be confirmed. However the failure mode "pump stop / unknown error message" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4). Pump stop intervention after technical error (e.g. Pump runaway, error head). Sensor error (bubble, level, pressure (in hl20 mode), flow). Wrong intervention limits. Unintended rpm change by user. Unintended switch off by user. Defect of internal power supply (dc/dc). Incorrect flow measurement. Dried contact gel. User forgot renewing contact gel. The review of the non-conformities was performed on 2023-10-27 and during the period of 2013-08-27 to 2023-10-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2013-08-27. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.